Manufacturer narrative:
Investigation results: the devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that the devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: the device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code unable to exclude device problem will be used.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and the patient's spinal cord stimulator (scs) leads had migrated. The patient underwent a procedure wherein the ipg and paddle lead were explanted and the procedure went well without any complications. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 17313279, UDI: ((B)(4).

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and the patient's spinal cord stimulator (scs) leads had migrated. The patient underwent a procedure wherein the ipg and paddle lead were explanted and the procedure went well without any complications. The explanted devices will not be returned.